Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16452. It was reported that the patient presented in clinic for a follow up after receiving several alerts. It was noted that the left ventricular (lv) lead's pacing impedance and the right ventricular (rv) lead's high voltage impedance were high and out of range. The right ventricular (rv) lead was found to have externalized conductors on fluoroscopy. The ra and rv leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis. The distal portion of the lead was returned in one piece measuring 33.8cm/ 34.3cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal